Event description:
It was reported to nova biomedical that a consumer received a result of 289 mg/dl on their blood glucose meter. The consumer administered an unknown amount of insulin based on that result and subsequently experienced a hypoglycemic event requiring emergent food intake to help raise her blood glucose level. The consumer alleges a control solution test was performed as instructed in the directions for use, however, cannot recall if the result was in or out of range. A control solution test was performed while troubleshooting with customer support showing the test strips to fall in range. The meter and test strips will not be returned for evaluation.

Manufacturer narrative:
Test strip lot number 1020313213, expiration date: 08/2015.